Event description:
I received lasik in 2010. The past year my night vision has worsened significantly. Halos, glare, and overall vision is worse at dusk and in any dim lighting. I am quickly becoming uncomfortable driving anytime around sunset or at night because of how quickly my vision has changed.